Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensors opened/used. Cannot performed bts test as the sensor is beyond its expiration date. Unable to confirm adhesive anomaly on opened/used sensor.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed low suspend. Customer's blood glucose reading ranged from 248 to 252 mg/dl, while the sensor glucose was 40 mg/dl. Therefore, sensor glucose and blood glucose difference was not within acceptable range. Customer declined to complete troubleshooting. Sensor is expected to return.